Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1, pockets a5 and c5, had failed and required maintenance. The field service engineer (fse) reseated the row board cable and adjusted the rear chassis. The hardware test application was run following the corrective actions. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies failed. The customer reported that the main drawer, drawer 5.1, pockets a5 and c5 had failed and required maintenance. A new cubie was installed in pocket c5; however, the cubie continued to fail. This drawer had been serviced previously, as indicated by a checkmark on the left rail showing prior maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.